Event description:
A patient reported they were hospitalized. Their meter allegedly was inaccurately low. The result on their meter was 14.2 mmol/l. Customer read result as 142 mg/dl. The result of the lab was 430 mg/dl. The time difference between patient's meter and lab was 10 minutes. Treatment was medication for diabetes. Customer had meter set to wrong unit of measurement mmol/l. No further information has been reported.